Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a previously stented lesion at the bifurcation of the left anterior descending (lad) and diagonal coronary arteries with no tortuosity. A 6f unspecified guide catheter was placed and a 3.0x15 mm xience sierra stent delivery system (sds) was advanced to the lad. A 2.25x23 mm xience sierra sds was then advanced through the guide catheter; however, resistance with the guide catheter and the previously advanced 3.0x15 mm xience sierra sds was met. On continued advancement against resistance, the shaft of the 2.25x23 mm xience sierra sds kinked. The 2.25x23 mm xience sierra sds was partially removed independently from the anatomy without resistance. The kinks of the 2.25x23 mm xience sierra sds were attempted to be straightened manually; however a separation occurred at the kink point. The separation occurred at a point outside of the anatomy and the distal portion of the sds was simply withdrawn while the 3.0x15mm xience sierra sds remained in the anatomy. Following the deployment of the 3.0x15 mm xience stent in the lad, the procedure was successfully completed by advancing and deploying an additional unspecified stent in the diagonal artery. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience sierra everolimus eluting coronary stent system instructions for use (IFU) states: use guiding catheters which have lumen sizes that are suitable to accommodate the stent delivery system. Additionally, it states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. Furthermore, it states: at any time during use of the xience sierra everolimus eluting coronary stent system, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter. The investigation determined the reported difficulties appear to be related to deviations of the IFU and subsequent circumstances of the procedure as it is likely that resistance was met as the 2.25x23 mm xience sierra stent delivery system (sds) was advanced through the guide catheter simultaneously with a 3.0x15 mm xience sierra sds resulting in the reported difficulty to position. Continued advancement against resistance (against the IFU) resulted in the reported shaft kink. Attempts to straighten the kink (against the IFU) resulted in the reported shaft detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.